Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump after it was exposed to moisture, resulting in the pump not turning on and unresponsive buttons. The customer also reported a blank display and alarms immediately after moisture exposure. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including inspecting the battery cap and compartment for damage or corrosion, cleaning the battery cap contacts, and attempting to restart the pump with a new aa battery. However, the pump remained non-functional, and the self-test did not pass. The customer was advised to discontinue use of the insulin pump, revert to a backup plan per healthcare professional instructions, and place the insulin pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the insulin pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.